Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated last night a "software problem 1- intellis, 2- 3.0, 3- 243, 4- qf_port " came up on the controller while trying to charge their implant. Caller stated they have been having problems trying to charge the implant for 3 weeks on and off, and then this message finally came up last night and didn't go away. Caller stated that the other problems they were having were that the bottom battery wasn't filling up. Caller added that they'd see the triangle with the exclamation point and it would say to call medtronic, so they'd have to take the battery out of the controller.  Caller was not able to further explain their recharging problems or error messages. Agent walked caller through resetting the controller battery. Caller confirmed the error message cleared. Caller then connected the recharger and confirmed recharging excellent. Caller noted that occasionally the recharging paddle gets hot. Caller stated they're not sure if it's ever time because they wear different clothes when they charge. Agent asked caller if it was getting warm or hot, and caller stated they don't have to use a heating pad when they recharge. Agent asked if it felt hot enough to burn the skin, but caller did not have an answer. Caller noted they just had their pump replaced and was worried their charging issues were due to something coming loose during that surgery but confirmed the pump is on the other side. Caller then said the controller started flashing the word recharging which they have never seen before. Caller denied any visible damage to the equipment.  Caller noted they have to recharge the controller and implant every day due to their settings. The issue was not resolved. An email was sent to the repair department to replace the controller. No symptoms were reported. Pt said they got the new controller and when they plugged in rtm "nothing happened". They haven't yet put their battery pack in new controller. During the call they put battery pack in and setup for implant which resolved issue.

Manufacturer narrative:
Continuation of d10: product ID: 97745; lot# serial#: (B)(6); product type: programmer, patient; product ID: 97755; lot# serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), b3: event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient (pt). It was reported that the issue has been resolved.